Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,h6(impact).

Event description:
It was reported that during checks, the system 98xt intra-aortic balloon pump (iabp) unit does no report pressure and ECG. There was no patient involvement reported.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse rearranged the internal connector, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the system 98xt intra-aortic balloon pump (iabp) unit does no report pressure and ECG. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.